Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was fractured and had multiple episodes of short interval counts (sic). Pocket manipulation showed noise from tip to ring. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d154vwc implantable cardioverter defibrillator 2008-(B)(4). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The primary finding noted the distal conductor of the leaddeveloped a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.